Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A visual inspection and service history review were performed. Functional testing and an alarm log review could not be performed as the device was locked with an f-94 alarm. The f-94 alarm was identified during the attempted functional testing and alarm log review. The reported condition was verified. The cause of the condition was determined to be main battery inoperative. The device was removed from service. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-94 (configuration option settings checksum is not 0) alarm. There was no patient involvement. No additional information is available.